Manufacturer narrative:
Carefusion file identification: (B)(4) . At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service rep received the alleged faulty uim (user interface module) and installed into a test station for evaluation. The factory service rep powered on the uim and duplicated the customer's reported issue. The uim is flickering then the uim went back screen. The rep powered the uim on and off every two seconds and attempted to reload the software but could not get the uim to initiate the software loading process. The carefusion factory service rep determined the control pcba (printed circuit board assembly) to be the faulty part. The suspect component was routed to the carefusion failure analysis lab for further investigation. The carefusion factory service rep replaced the control board pcba, repaired the device to manufacturer specifications, and returned the unit back to the customer.

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) screen is fading in and out.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect avea printed circuit board assembly (pcba) control board for investigation. The root-cause was determined to be a non-functional boot loader software was re-initialized and issue was resolved. This issue will be internally investigated within carefusion.